Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was not getting pain relief. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. No device was explanted.